Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) reported hearing beeping tones after returning from vacation. Upon interrogation, this ICD exhibited fault code 1007, which indicates that the shocking capacitor was not charged to the programmed voltage within 45 seconds after it began charging. A manual charge time was done and the charge time was 12.2 seconds. All measurements were within normal limits and were stable. The counters were cleared and the ICD was interrogated again, and the fault code no longer appeared. Boston scientific technical services (ts) was contacted for guidance about this fault code, and ts recommended device replacement based on this fault code. This device has been explanted and replaced. No further adverse patient effects were reported.

Manufacturer narrative:
This ICD is expected to be returned to boston scientific for analysis. This investigation will be updated should further information become available, or when analysis is complete.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection of the device noted a protrusion from the back of the device case. Electrical measurements confirmed normal sensing, pacing, and defibrillation output. Review of device memory confirmed the fault recorded on (B)(4) 2012 due to the charge time limit having been exceeded. The device case was opened and the protrusion was confirmed to be in the high voltage capacitor case. The high voltage capacitor assembly was removed for detailed testing. Foreign material coupled with compression was found to have resulted in arcing between the capacitor and the device case. Due to the arcing damage, the cause could not be determined. Ultimately, the damage due to arcing resulted in the high voltage capacitor being unable to charge in an appropriate amount of time and the clinically observed fault code.